Event description:
A peritoneal dialysis (pd) pt's caregiver reported his cycler alarmed for air detected in the cassette during treatment. She canceled the pt's treatment on directions of the pt's pd nurse. When she opened the cassette door fluid leaked out. The pt switched to manual treatment. The set was retained and is being made available for evaluation. During follow up, the pt's pd nurse reported his effluent has remained clear. He did not have any signs of infection. He was not treated with any antibiotics. No adverse event reported at this time.

Manufacturer narrative:
The device has not been returned for evaluation at this time. A supplemental report will be submitted upon completion of the plant's investigation.